Event description:
The pt received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2007. It was reported the pt was suddenly unable to increase the stimulation amplitude. Diagnostic lead impedances found that all but five contacts had an invalid impedance reading. Reprogramming the scs system was successful in restoring stimulation. The leads remain in use at this time. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.